Manufacturer narrative:
Exact date unknown, event occurred five years ago. Explanted five years ago. Additional suspect medical device components involved in the event: product family: scs linear leads, upn: (B)(4), model: sc 2218 50, serial: (B)(4), batch: 17186310/ 17317393.

Event description:
It was reported that the patient underwent an explant procedure due to device was not working. All products were explanted. No further information has been obtained despite good faith efforts.